Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, cold pixels were observed at about 30 mins of laser time. Originally the laser power was set at 128%, and it was then changed to 100%. Which did not completely dissipate the cold pixels. It was also noted that the user briefly let off the foot pedal. There were no patient complications reported in relation to this event.